Manufacturer narrative:
Only the year of birth is known (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. There was condensation inside the cartridge compartment of the infusion device, but the reporter was not certain whether or not the condensation was insulin. The patient experienced elevated blood glucose levels and was unsuccessful in lowering the elevated levels via bolus with the infusion device. The patient felt unwell and was admitted to the hospital with diabetic ketoacidosis and a urinary tract infection. The patient was treated with insulin and antibiotics. The infusion device was requested to be returned for product evaluation.